Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. Pump supplies were replaced; however, the issue persisted. Customer's blood glucose level was 249 mg/dl. Customer reverted to an alternate for of insulin therapy.